Manufacturer narrative:
No product samples are being returned and no photographs or videos were provided for investigation. A comprehensive failure investigation was unable to be performed. The device history review did not identify any non conformances that would have contributed to the reported complaint. The probable cause therefore cannot be identified based on the information provided without the return of the actual complaint sample and mating device.

Event description:
User facility medwatch (#(B)(4)) was received on 17-june-2019 that stated: ¿chemotherapy medication was seeping out of the chemoclave. The original intended procedure was to administer chemotherapy via a closed system transfer device without risk of exposure. Device malfunction-the device did not do what it was supposed to do. This is not a laboratory device or laboratory test. Event date was reported as (B)(6) 2018. The patient was (B)(6) years old female. The suspect medical device provided was a microclave neutral connector with list number b3300 and lot number 3750586 with expiration date of july 2023. The device is a single-use device that was not reprocessed and reused on a patient. The event occurred in the hospital in a patient room. The operator of the device was a health professional. The sample is not available for evaluation." There was patient involvement, but no report of harm.